Manufacturer narrative:
Clinical investigation: there is a temporal relationship between the patient death and pd therapy on the liberty select cycler as the patient was in active treatment at the time of the event. However, there is no documentation in the complaint to show a causal relationship between the death and the liberty select cycler. Additionally, there is no allegation of a machine malfunction or deficiency related to this event. The cause of death is documented as cardiac arrest, cause unknown. The patient had several cardiac comorbidities and diabetes which most likely contributed to the event.

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. As the cycler serial number was not provided, a records review could not be performed. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device. If additional information is provided, a supplemental MDR will be submitted.

Event description:
A peritoneal dialysis nurse (pdrn) reported a patient who expired on (B)(6) 2018 while connected to their fresenius liberty select cycler. Additional information was requested but was not provided.

Manufacturer narrative:
Clinical investigation: there is a temporal relationship between the patient death and pd therapy on the liberty select cycler as the patient was in active treatment at the time of the event. However, there is no documentation in the complaint to show a causal relationship between the death and the liberty select cycler. Additionally, there is no allegation of a machine malfunction or deficiency related to this event. A cause of death has not been determined but the patient had several cardiac comorbidities and diabetes which most likely contributed to the event.

Manufacturer narrative:
Date of death and date of event to (B)(6) 2018 per end stage renal disease death certificate received.